Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well post operatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was not returned as it was sent to pathology.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.